Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support could not confirm the pump battery was depleting quickly. The pump battery was observed to rise from 15% to 35% while not connected to a power source. Customer reported blood glucose level was not impacted due to this issue. Reportedly the customer will continue to use the pump until the replacement pump is received.